Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during man ufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) red display wire was pinched with wire insulation being exposed. It was noted that the main seal was pinched, the upper case and the lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.